Event description:
It was reported that autoclavable camera head had a leak during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector pin and leaked main body. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. In addition, the cause of the corrosion on corroded connector pin and leaked main body were also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.